Manufacturer narrative:
The investigation has not been completed.

Event description:
A medtronic representative reported that, while in a cranial procedure, the system was unresponsive when trying to get back to the patient select screen. The system was left on overnight on the navigate screen and the surgeon was trying to click backwards through the software to get back to the patient select, and the system became unresponsive while on the register screen. The site was able to reboot the system and there were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.